Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07633. It was reported that the burr was stuck on the wire. The target lesion was located in the severely calcified and severely tortuous distal left circumflex artery (lcx). A 1.25mm rotalink plus and a rotawire were selected for use. During procedure inside patient, it was noticed that the burr stopped advancing inside the guide catheter. A kink on the rotawire was suspected. The physician removed the system as a unit. Outside the patient, the physician attempted the wire to the rotalink but got completely stuck and could not be removed. The procedure was completed with a rotablator rotalink plus 1.50mm. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit and the advancer unit were returned to site connected together. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. A test guidewire was inserted into the device without issue. The burr was microscopically examined and the annulus was inspected and no issue was noted . There was no issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07633. It was reported that the burr was stuck on the wire. The target lesion was located in the severely calcified and severely tortuous distal left circumflex artery (lcx). A 1.25mm rotalink¿ plus and a rotawire were selected for use. During procedure inside patient, it was noticed that the burr stopped advancing inside the guide catheter. A kink on the rotawire was suspected. The physician removed the system as a unit. Outside the patient, the physician attempted the wire to the rotalink but got completely stuck and could not be removed. The procedure was completed with a rotablator rotalink plus 1.50mm. No patient complications were reported and patient's condition is good.